Event description:
It was reported that a patient underwent a myomectomy procedure (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain "without cutting the suture. So the suture was tied at the break site. The needle was re-inserted for suture"? How many minutes did the surgery was prolonged? Did the patient suffer from any consequence due to the prolonged surgery? If yes please provide more details. Did the patient suffer from any consequence due to the issue (breakage suture)? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. H6 component code: g07002 no device return. Additional information was requested, but unavailable: how many minutes did the surgery was prolonged? Did the patient suffer from any consequence due to the prolonged surgery? If yes please provide more details. Did the patient suffer from any consequence due to the issue (breakage suture)? Please explain "without cutting the suture. So the suture was tied at the break site. The needle was re-inserted for suture"?¿¿ all answers above are unobtainable. Once there is any update, we will update the information. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m